Event description:
Reporter indicated a vns pt made a suicidal gesture that was identified in 2009. The manner and circumstances of the suicidal gesture are unk. Further attempts for info from the reporter are in progress.